Event description:
01/2002: information received from the facility alleged the left intermediate siderail will not stay in a latched position and a patient fell out of the bed. 01/2002: after discussion with clinical manager, she stated "patient received small laceration just above right heel, and small bruise on right leg below knee". No serious injury documented.